Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Operator reported the occurrence of a system alarm during a routine hemodialysis treatment in 2008, . Rinseback of the pt's blood was not performed due to possible clotting. It was reported at this time that the same problem had also occurred one month prior, resulting in an estimated blood loss of 190cc for each treatment. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
Eval of the returned cycler found no problems that would contribute to the reported alarms. The disposable cartridge was not available for eval. The reported blood loss events are attributed to the operator not performing rinseback as instructed. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff has been notified. Occasional alarms during dialysis are expected and should result in a blood loss if device labeling is followed. Nxstage medical considers this report closed. No add'l info will be provided.